Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that there was a collar weld plate separation.

Event description:
Reportable based on the device analysis completed on 11sep2025. It was reported that the device jammed. The 95% stenosed target lesion with 38mm length and 3.0mm vessel diameter, was located in a moderately tortuous and moderately calcified left circumflex. A 6f guidezilla was selected for use. During delivery, a stent got stuck at the guidezilla connection. The devices were removed together, and the procedure was completed with another guidezilla. There were no patient complications. However, the device analysis revealed that there was a collar weld plate separation.